Event description:
It was reported through the patient outcome that the patient passed away due to multi-system organ failure on (B)(6) 2022. No additional information was provided. It was additionally reported on (B)(6) 2022 that the patient's hospital course was complicated by multifactorial acute encephalopathy, sub-arachnoid hemorrhage (sah), and progressive systolic heart failure/circulatory collapse. The patient also had a chronic pseudomonas driveline infection and acute renal failure requiring dialysis. Despite inotropic and vasopressor support, the patient's cardiovascular state worsened. The patient had mixed septic and cardiogenic shock, recurrent infection, and multi-system organ failure. The patient experienced non-captured pacemaker beats and low flow alarms, indicating circulatory collapse. The device would not be returning for evaluation. It was additionally reported on (B)(6) 2022 that the patient's driveline infection was treated with chronic ciprofloxacin. No changes to the patient's anticoagulation status were reported to have occurred prior to the patient's sah. The patient was reportedly "not doing well" and was readmitted for dyspnea and found to have sah on computed tomography (CT) scan. The CT was ordered due to altered mental status. The CT also showed two old strokes and the new hemorrhage (sah) which was discovered in the left cerebellum. The patient's international normalized ratio (inr) was reversed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The onset date of the patient's chronic driveline infection was reported under manufacturer report number 2916596-2022-00805. The patient's two old strokes seen on the computed tomography scan were reported under manufacturer report numbers 2916596-2022-00926 and 2916596-2022-00956. Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The death was not considered to be device related and the device operated as expected. No product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08aug2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, neurological dysfunction, and heart failure), stroke, sepsis, infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. This section also provides care instructions regarding preventing infection, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.